Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered into safety mode while being interrogated to update. The pacemaker was explanted that same day as the patient is pacing dependent. The pacemaker has been returned for analysis at this time. No additional adverse patient effects were reported.